Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving gablofen and unknown baclofen (2000 mcg at 399.71808 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was seen in the emergency department for increased tone. The pump was rotating in circles, causing the catheter access port to move in different spots. The patient reported that the pump mobility had improved and their increased tone improved temporarily with dose adjustments, then worsened again and the patient could not feel the pump tip.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.